Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Neither the product nor the data logs were returned. After reviewing the clinical information, it was determined that the cause of the positioning issues was most likely wireless insertion, which the impella is not indicated for the device. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the device was sitting toward the mitral valve causing incompetence of the mitral. Attempts were made to reposition but the device would not sit properly in the left ventricle and was causing aortic insufficiency. After several attempts, the impella came back across the aortic valve, and was removed. The patient was placed on extracorporeal membrane oxygenation (ECMO).